Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 43 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the connector pins and the yoke were not returned. An extraction aid was found in the lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragment was scrutinized, including a visual inspection. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment and x-ray pictures did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 105 months, a drop in the amplitude of the r-wave was observed. The lead was explanted.